Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the wire became stuck in the stiffening cannula, and when the two components were removed together, a piece of foreign matter was found at the tip of the cannula. The procedure was still completed, no pieces were left in the patient, and there were no injuries or additional procedures.